Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations confirmed the customer reported complaint of "wire exposed." For clarification, the instrument was found to have damage of the conductor wires insulation. The conductor wire was missing a piece of the insulation measuring approximately 0.012" x 0.021" as a result of the damage. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product. No images or videos were shared for the event. A review of the instrument log for the fenestrated bipolar forceps instrument (471205-17/n13200824 0022) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: the conductor wire insulation was stripped or damaged without a full breakage at the distal end. If the conductor wire is damaged or the electrical pathway is compromised, electrical current may be discharged in a location proximal to the intended location. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, there was a broken cable by the "mouth" of the fenestrated bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.